Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost osseointegration. Clinician reports extreme periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in (B)(6) site 4 in the mouth, the implant lost osseointegration. Clinician reports extreme periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)